Manufacturer narrative:
Device not evaluated. Will submit a follow-up investigation report should the device become available for evaluation. Device not available for evaluation.

Event description:
Claimant asserts that on two occasions his wheelchair abruptly stopped and he fell out sustaining a bruise to his right knee.